Event description:
Customer had burns on knee (red irritated look). No other issues on coil detected, but coil exchanged for safety concerns.

Manufacturer narrative:
Investigation details: upon receiving the coil, normal coil confidence testing was performed and no fault was found. Further investigation found that the tuning of several receive channels was outside the data sheet specification. The source of the elements being off-tuned was linked to the variable capacitors on each coil element. However, because these variable capacitors are also used in the decoupling circuits, we performed testing to confirm an off-tuned decoupling circuit did not contribute to the reported incident. Summary: based on the testing performed, we concluded that the off-tuned decoupling circuits did not contribute to the reported incident.